Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, h2, h3, h4, h6, h11. Corrected medical device code from a09 output problem to a13 communication or transmission problem. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed the error occurred due to a faulty carrier board, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the soltive superpulsed laser system experienced an e629 error. The event occurred during a therapeutic ureteroscopy, which was completed using the subject device. There was a procedural delay of less than 30 minutes but no reports of patient harm.